Manufacturer narrative:
Debris buildup in the water solenoid, debris buildup in the water supply hose, wrong or missing water filter affecting water quality. Bowl filter or deflector missing affecting cleaning action.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Debris buildup in the water solenoid, debris buildup in the water supply hose, wrong or missing water filter affecting water quality. Bowl filter or deflector missing affecting cleaning action.

Event description:
While using a g120 scaler, the handpiece will not fill with water and the handpiece was getting very hot; no injury resulted.